Manufacturer narrative:
Heartsine's investigation confirmed the reported fault and attributed the root cause to the failure of crystal y4. The fault could not be replicated after replacing y4. The failure of y4 did not impact the functionality of the instructional icon leds, which would still have illuminated to guide therapy. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device did not issue voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not issue voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.